Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) contacted customer support for a drain complication during pd treatment with the fresenius cycler. During the call, the patient mentioned using heparin for an infection. There were no reported allegations that the infection was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that on (B)(6) 2022, the patient was hospitalized with symptoms of abdominal pain and the patient was diagnosed with peritonitis. The nurse stated the patient had a pd culture obtained (B)(6) 2022) which grew the bacteria leclercia adecarboxylata (enterobacteriacae). The patient was initiated on antibiotic therapy with flagyl, rocephin, ceftazidime intra-peritoneal (ip) (dosing not provided). Subsequently, on (B)(6) 20222, the patient was discharged from the hospital. Per the nurse, the patient is recovering from the peritonitis event and continues pd treatment with the same cycler. The nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis. Event. The nurse attributed the peritonitis to multiple breaches in aseptic technique as the patient was not following proper infection control procedures (observed in a home visit).